Manufacturer narrative:
The new patient sample was further investigated and it was determined that the interfering factor present in the sample is most likely of an antibody-like nature. This type of interference is covered in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined for the new patient sample provided. As an interfering factor was identified in previous samples of the same patient, the same interfering factor is most likely present in the new sample.

Manufacturer narrative:
One sample from the patient was provided for investigation. It was determined that there is an unspecific interfering factor present in the sample, causing a false high ft3 and ft4 concentration. The mentioned interference is covered in product labeling. No further analysis of the sample was possible since there was lack of remaining sample.

Manufacturer narrative:
A new sample from the patient was provided for investigation. During the investigation, the sample was tested on an e170 analyzer, an e411 analyzer, and a centaur analyzer. When tested on an e170 analyzer, the sample resulted with values of 1.55 uiu/ml for tsh, 1.89 ng/dl for ft4, and 5.72 pg/ml for ft3. When tested on an e411 analyzer, the sample resulted with values of 1.66 uiu/ml for tsh, 1.29 ng/dl for ft4, and 3.35 pg/ml for ft3. When tested on a centaur analyzer, the sample resulted with values of 1.4 uiu/ml for tsh, 1.2 ng/dl for ft4, and 2.7 pg/ml for ft3. On the e170 analyzer, the following reagent lot numbers were used: tsh reagent lot number 179138 with an expiration date of april 2015, ft3 reagent lot number 180230 with an expiration date of september 2015, and ft4 reagent lot number 177592 with an expiration date of april 2015. On the e411 analyzer, the following reagent lot numbers were used: tsh reagent lot number 183222 with an expiration date of september 2015, ft3 reagent lot number 180230 with an expiration date of september 2015, and ft4 reagent lot number 179279 with an expiration date of july 2015.

Event description:
The customer reported that they received questionable result for two patient samples tested for free triiodothyronine (ft3), free thyroxine (ft4), and thyrotropin (tsh). Of the two samples, one had erroneous results for ft3 and ft4. The event occurred in (B)(6) 2014, but the exact date of the issue is not known. This medwatch will cover ft4. Refer to the medwatch with patient identifier (B)(6) for information related to ft3. The sample, from a patient in her 70s, was initially tested at the customer site on a cobas 8000 analyzer and then repeated on a centaur analyzer. During investigations, the patient sample was tested on a cobas 8000 analyzer and an e411 analyzer on (B)(6) 2015. It was asked, but it is unknown which patient results were reported outside of the laboratory. The physician had questioned the results measured with roche instruments. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The cobas 8000 analyzer serial number used at the customer site was (B)(4). The cobas 8000 analyzer used for investigation purposes was serial number (B)(4). The ft4 reagent lot number used on this analyzer was 179279, with an expiration date of july 2015. The e411 analyzer used for investigation purposes was serial number (B)(4). The ft3 reagent lot number used on this analyzer was 179279, with an expiration date of july 2015.